Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif was received . Case became serious incident as previously reported event injury nos was replaced with event medical device removal. Essure insertion and removal dates were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 810881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: essure insertion detail: there was 1 coil seen protruding beyond the ostium. A similar procedure was used on the patient's left side. At the completion of the procedure, there were 3 coils seen beyond the ostium. The single tooth tenaculum and grave's speculum were removed. The patient tolerated the procedure well. Surgical pathology report: uterus and adnexa: this slide shows subserosal leiomyoma. Sections of cervix show benign ectocervix without dysplasia c-g sections of the endometrium show a secretory pattern. Sections of the underlying myometrium show several leiomyomas as well as focal adenomyosis. Sections of fallopian tubes show no significant abnormalities. Sections of this fallopian tubes show a small paratubal cyst. Cervix: no significant abnormality endometrium: secretory pattern myometrium: leiomyomata, focal adenomyosis serosa: subserosal leiomyoma. Bilateral fallopian tubes: paratubal cyst. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain". Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified event ¿pelvic pain¿. Essure lot number was added. This case was medically confirmed. Medical history and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 810881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: essure insertion detail: there was 1 coil seen protruding beyond the ostium. A similar procedure was used on the patient's left side. At the completion of the procedure, there were 3 coils seen beyond the ostium. The single tooth tenaculum and grave's speculum were removed. The patient tolerated the procedure well. Surgical pathology report: uterus and adnexa: this slide shows subserosal leiomyoma. Sections of cervix show benign ectocervix without dysplasia c-g sections of the endometrium show a secretory pattern. Sections of the underlying myometrium show several leiomyomas as well as focal adenomyosis. Sections of fallopian tubes show no significant abnormalities. Sections of this fallopian tubes show a small paratubal cyst. Cervix: no significant abnormality endometrium: secretory pattern myometrium: leiomyomata, focal adenomyosis serosa: subserosal leiomyoma. Bilateral fallopian tubes: paratubal cyst. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain". Lot number: 810881 manufacturing date: 2010/12 expiration date: 2013/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.